Event description:
The customer alleged vent went inop with e95. The patient was removed from the vent and manually ventilated. The patient was coded and epinephrine was administered to the patient. The customer then decided to not reconnect the patient and the patient expired. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. The e95 error is associated with kinked tubing in the patient circuit. The hospital had thrown away the disposable circuit that was on the patient before an investigation on the circuit could be conducted. The customer stated that the patient was in grave condition, at the end stages of obstructive bowel syndrome. The patient's heart rate had been dropping prior to the reported malfunction and the customer does not believe that the malfunction directly caused the patient's death.